Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with repeating lines on digital display was confirmed during product evaluation. The root cause of the reported problem was determined to be defective main display. Appropriate action was taken to correct the reported problem by replacing the display. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of "repeating lines in the digital display."

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "repeating lines in the digital display". It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.